Event description:
It was reported that device did not work, when it was connected it displayed an error e7. There was a significant delay greater than 30 minutes and a backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
The device was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows minimal electrode wear with contamination/discoloration on screen and scratch/scuff marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned device. The device was connected to a compatible quantum2 controller and did not work; registered an e-7 error message. The e-7 error was bypassed and was activated in saline solution at the default and max settings on the controller and performed as intended. The complaint was verified as an e-7 error was experienced. The root cause could not be determined with confidence. Factors that could have led to the e-7 error includes: the rf controller may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation. Other factors that could contribute to an e-7 error include disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.